Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for evaluation. The evaluation confirmed that the ptfe pad partially separated from the jaw. There were contact marks on the surface of the probe and the jaw. The manufacturing record was reviewed with no irregularities. Considering the evaluation result of the subject device, omsc concluded that the reported event occurred since the user continued activating out put for an extended time after the tissue already cut. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The subject device was used during a laparoscopic excision of bowel. After about 2 hours use, the ptfe pad of the device was separated. The procedure was completed with another thunderbeat device. There was no pt injury reported.